Manufacturer narrative:
Evaluation, result - the device cannot be functionally tested due to the condition of the returned device. Product evaluation: one device was returned for evaluation. The depth straw and the introducer needle were returned for evaluation. The implants and sutures were not returned for evaluation. The device was visually evaluated, and the tip of needle is bent approximately 90 degrees in the wrong direction. The device cannot be functionally tested due to the condition of the returned device, as the device cannot be actuated due to the damage of the device. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A review of the case details identified that the surgeon bent the device to prevent further use of the device, however in doing so has prevented any additional investigation regarding the cause of the failure. The failure mode cannot be confirmed, and the root cause is undetermined. No additional action is required. (B)(4).

Event description:
During a meniscal repair, it was reported that the physician was not able to deploy the 1st t-implant. The physician was pushing the trigger hard but it seemed like everything was stuck. He then withdrew the device, checked the visibly at the ending of the needle and came back to the procedure. At that time, everything appeared to function as intended. With the same device, the physician made a second attempt to deploy t1 however, both t-implants deployed simultaneously. The physician withdrew the device, bent it to prevent further usage and, with a new device, successfully completed the procedure. Follow up information indicated that nothing broke in the patient. There was a reported five minute procedural delay.